Event description:
The lead was explanted due to lead fracture, which caused inappropriate shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed approx. 20 cm distal to the is-1 connector pin the ligature marks. In addition abrasion marks along the lead body were observed. In particular, approx. 49 cm distal to the is-1 connector pin the inspection revealed a damaged insulation as a result of wear. Blood penetrated the lead. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The values of the parameters measured during the electrical and the mechanical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.